Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient states when they woke up the ins was fully depleted. Patient states they had charged the ins to 100% and when they woke the ins was fully depleted and they were in a lot of pain. Patient states there have been no adjustments to the programs and patient would charge the ins to 100% and by am the ins was fully depleted. Patient then states "about a couple of weeks ago:" they took a pretty bad fall and in looking back, probably around the time they noticed the ins was depleting quicker.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.